Manufacturer narrative:
Additional information was received on (B)(6) 2015 including the item & lot numbers. All information regarding this including manufacture and expiration dates is included in the medwatch supplemental.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown; expiration date - unknown ; explant date - unknown; manufacture date - unknown. This report is based on allegations set forth in patient's notice and the allegations there in are unverified.

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on (B)(6) 2005. Subsequently, a revision procedure was performed on an unknown date due to an unknown reason. This report is based on allegations set forth in patient's notice and the allegations there in are unverified.